Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. An amber 3 way foley catheter was returned opened without original packaging. Photo samples were also returned. No visual damage to the catheter was noted from the photo sample. The physical sample was evaluated. No visual defects were noted. Using a luer lock syringe the catheter balloon was inflated with 50 ccs of di water. The balloon inflated concentrically without issue, meeting specification. After 5 minutes no leaks were noted. The balloon was deflated without issue using a luer lock syringe. The sample meets specification, as it would pass functional leak testing. A DHR review and labeling review is not required as the event is unconfirmed. The actual/suspected device was evaluated

Event description:
It was reported that the catheter fell out after the placement. When it was inflated outside the body, the injected water leaked, but when it was injected again, it did not leak at the third time. Per follow-up information received via ibc on 27dec2021, stated that the damage to the catheter was unknown and there was no medical intervention provided.

Event description:
It was reported that the catheter fell out after the placement. When it was inflated outside the body, the injected water leaked, but when it was injected again, it did not leak at the third time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.